Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: when the balloon was inflated, it burst. Another device was used. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).